Event description:
It was reported that the customer was in a vehicular accident and was hospitalized for a non diacetic reason. Customer's blood glucose level at the time 429mg/dl. The customer also mentioned that customer lost their insulin pump while in transport to the hospital. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. M

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).